Event description:
During a laparoscopic cholecystectomy procedure, when the trocar was pushed into the abdominal cavity, the blade of the trocar could not turn back automatically. And the blade injured the small intestine, cutting off a blood vessel of mesentery and injured the posterior peritoneum, caused bleeding about 2000-4000ml. The operation was converted to open to hemostasis immediately. The operation time was extended about 2 hours. And the patient had to accept the second operation in the afternoon for their posterior peritoneal hematoma. Patient accepted unexpected blood transfusion about 3000ml. One device returning.